Event description:
It was reported that the patient had two inappropriate shocks in september due to oversensing t-waves via reduced intrinsic amplitudes. The device sensing vector was then reprogrammed. Later, there was another inappropriate shock due to t-wave oversensing. Technical services advised to reprogram the sense vector . Also, the shock lead impedance is low at 24 ohms but has been stable at this amount for two years. There were no additional adverse patient effects.